Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument presents false positive results. The customer was contacted for more information but did not respond. No additional information was provided. If the customer responds in the future, a new case may be opened. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates had erroneous results. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates had erroneous results. No health impact or consequence reported.